Manufacturer narrative:
The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "positive with the bia-alcl" and "excessive swelling"

Event description:
Patient reported "diagnosed positive with the bia-alcl" "kidney cancer " and "excessive swelling" on the right side. Device has been explanted.